Event description:
It was reported the pt was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and revealed lead migration. As a result, the pt's lead was repositioned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.